Manufacturer narrative:
Upon further review of this complaint, the issue was found outside of therapeutic application. Therefore this complaint no longer meets reportability requirements. No indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury.

Event description:
It was reported to philips that the device had a primary alarm failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.